Manufacturer narrative:
Correction: the ICD should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction upon review of the additional information received.

Event description:
Additional information was received indicating no malfunction of the device was observed, a new patient smartphone transmitter was used to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient received a new cell phone and was unable to pair the device via bluetooth (ble) to the remote monitoring application. Technical support was contacted and recommended an in clinic follow up to troubleshoot the ble telemetry. No intervention has been performed at this time. The patient was stable.